Manufacturer narrative:
Per the tandem user guide, "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the canister. Reportedly, the customer removed remaining insulin from the cartridge to load into a new cartridge. Tandem technical support educated the customer on cartridge labeling. There was no adverse impact to customer's blood glucose level.